Manufacturer narrative:
The event unit was returned for evaluation. Upon inspection, engineering actuated the device and resulted in intermittent dry firing. The unit was disassembled for further investigation and engineering found damage to the internal components of the device. The customer's experience of improper clip loading was likely caused by the damage to the internal components of the device. The damage may have occurred during clip application. If the jaws are restricted from being fully open it may have caused damage to the device, leading to improper clip advancement. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Lap cholecystectomy - "clip applier failed to load clips effectively, when clips load, they were every second try." Patient status - unknown.